Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a triathlon patellar component was reported. The event was confirmed through operative notes. Method & results: -device evaluation and results: not performed as the subject device was not returned for review. -medical records received and evaluation: there is no evidence of femoral loosening and no determination of the cause of the patellar component disassociation can be made. The fact that the lateral patellar retinacular release was required at revision surgery suggests that patellar maltracking may have resulted in fatigue fracture of the patella fixation pegs. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicates that no determination of the cause of the patellar component disassociation can be made and that there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, patellar x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that patient was revised due to femoral loosening, pe wear, pain, and recurrent effusion.

Event description:
It was reported that patient was revised due to femoral loosening, pe wear, pain, and recurrent effusion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.